Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed in the lab. Received one companion sample in original packaging in reference to leak. Set was in original package. Set was placed on machine for priming and run with no alarms noted. Set was tested underwater at 8 psi with no leak noted. No manufacturing abnormalities were noted during visual inspection . A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A root cause was not identified. Baxter has found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Actual sample was discared.a companion sample is available. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2046 alarm on a homechoice (hc) machine during prime, patient not connected. The baxter technical service representative (tsr) assisted the caregiver (cg) to cycle the machine. The cg stated that water was coming out from the inside. The cg was advised to have the home patient (hp) use manual bags and keep the procard. The tsr initiated a swap of the device. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrived. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. (B)(4) contacted the caregiver on (B)(6) 2011. The caregiver stated the following: the solution was seen on the counter and the source of the leak was not detected. A cassette was in the hc at the time of the alarm and the bag was not noticed to be missing any solution. A companion cassette was available and requested with lot number h11c27038 as the sample was discarded. The new hc is working fine and there was no patient injury or medical intervention reported.